Event description:
The reporter, a new surestep, called because he was getting an er1 message. He felt that he may have been inserting the test strip too soon. After training, he no longer obtained error message on his meter.